Event description:
A (B)(4) distributor returned an electrode belt with a report that the connector was broken. The electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (broken connector) was confirmed. As received, the trunk cable connector was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The electrode belt was replaced.